Manufacturer narrative:
This event occurred between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) small volume intermates leaked. The exact location of the leak was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. The six (6) devices were received for evaluation containing unspecified fluid in the bladder. Visual inspection revealed a leak at the connection of blue winged luer cap on the two (2) samples, because the blue cap was not tightened. No evidence of leak found on the rest of the four (4) samples. A functional leak test was performed on the two (2) samples by filling with green colored water. After fill, the blue winged luer cap was hand tightened and monitored until the next day. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.